Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive. Additionally, the insulin gauge was incorrect and an altitude alarm occurred. There was no reported impact to the customer¿s blood glucose. No additional information was provided. Reportedly, the customer declined troubleshooting.